Event description:
The dealer states the consumer advised when seated the left side of the legs give more than the right side causing her to be uneven and wobbly on the seat. The dealer states the consumer is under the weight capacity of the product of 315 lbs. He states she weighs (B)(6).